Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system had a left ventricular assist device (lvad) implanted approximately a month and a half ago. The patient was recently admitted to the hospital for an unknown reason, and while there received multiple shocks due to oversensing of noise from the rv lead; therapy was exhausted. The patient then went into ventricular fibrillation (vf), which was undersensed by the device and required multiple external shocks to convert the rhythm. The patient was then intubated. The field representative evaluated the device, and reviewed the daily measurement logbook which showed the r-wave amplitude measurements had decreased since the time of the lvad placement; they had been 25 mv and now were 2.9 mv. Also, there was a gradual decrease in pacing impedances from 545 ohms to 304 ohms. The presenting rhythm was ap-lvp, with loss of capture on the rv lead noted. There was capture on the right ventricular (rv) lead at maximum outputs. The field representative stated that due to the limited egm storage the physician did not know if the inappropriate shocks caused the vf or if the vf happened spontaneously. Tachy therapy was programmed off and rv outputs were set at maximum energy. The field representative was not aware of the follow-up plan, and had not been contacted to recheck the device.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Further information from the local field representative was received. It was determined the lvad caused the rv lead to become dislodged. Surgical intervention was performed and it was observed that the rv lead, right atrial (ra) lead, and left ventricular (lv) lead were all entwined in the area of the superior vena cava (svc). All the patient's leads were explanted due to damage sustained during laser lead extraction of the rv lead. The crt-d remains in service and new rv and ra leads were implanted; the lv port was plugged. No additional adverse patient effects were reported.